Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found internal abrasions from 6.1cm to 7.3cm and 7.2cm to 7.7cm from distal tip.

Event description:
This report is to advise of an event observed during analysis.